Manufacturer narrative:
(B)(4). Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.08735 inches. Unit was successfully downloaded using thus and carelink. No unexpected alarms/alert/anomalies noted during testing. Pump error 130 was noted on 01/31/2022 07:59 pm-- 08:56 pm in history files and traces. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, corroded home switch. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. The insulin pump involved in this event is the ngp 640g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that liquid of insulin went out from tank of insulin pump. Retainer ring was not damaged but there was no proper backflow. Customer was being treated with two insulin pumps due to hyperinsulinemia. Troubleshooting was not performed. No harm requiring medical intervention was reported. The device was returned for analysis.